Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23087a.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-jul-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.07 ug/l on a 92 year old female patient. There was no additional patient information at the time of this report. Method: I-stat. Date: (B)(6) 2023. Collected: 11:42. Tested: 12:02. Results: 0.07 ug/l. Sample: a. Method: I-stat. Date: (B)(6) 2023. Collected: 11:42. Tested: 13:01. Results 0.02 ug/l . Sample: a. Facility established I-stat troponin cut off: 0.04. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Based on the I-stat system the result of 0.07 represents the 0 to 99% range of results and would be a negative result. However, the event is reported based on the customer cut off of 0.07 for positive. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: (B)(4). Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).